Event description:
It was reported by the customer that the central venous catheter kit with peripheral cannula can be released with slight force after replacement of joint and cannot be fastened tightly. Replace with a new product. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.